Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.

Event description:
Patient implant on (B)(6) 2011 of a bifurcated device and an aortic extension. On (B)(6) 2011 the patient present in the emergency room with abdomen pain, a computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2011, the patient was treated with an aortic extension which corrected the endoleak. It was reported at time of initial implant the patient's proximal neck angle was greater than 60 degrees.